Event description:
It was reported that this cardiac resynchronization therapy pacemaker and right ventricular (rv) lead exhibited noise. Boston scientific technical services discussed the possibility of the noise being air bubbles. The device was successfully implanted and remains in service. The physician chose not to implant the rv lead. No adverse patient effects were reported.

Manufacturer narrative:
Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Manufacturer narrative:
Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. This device has been returned for analysis. A supplemental report will be filed upon completion. The returned cardiac resynchronization therapy pacemaker (crt-p) was analyzed. Visual examination identified a hole in the ra and rv setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker and right ventricular (rv) lead exhibited noise during an upgrade procedure. Boston scientific technical services discussed the possibility of the noise being air bubbles. The device was successfully implanted and remains in service. The physician chose not to implant the rv lead. No adverse patient effects were reported. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. Additional information was received that this device was explanted due to therapy upgrade. A new device was implanted and remains in service. No additional adverse patient effects were reported. The returned cardiac resynchronization therapy pacemaker (crt-p) was analyzed. Visual examination identified a hole in the ra and rv setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Manufacturer narrative:
Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. This device has been returned for analysis. A supplemental report will be filed upon completion.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker and right ventricular (rv) lead exhibited noise during an upgrade procedure. Boston scientific technical services discussed the possibility of the noise being air bubbles. The device was successfully implanted and remains in service. The physician chose not to implant the rv lead. No adverse patient effects were reported. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. Additional information was received that this device was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported.